Manufacturer narrative:
The implant was used for a very difficult fracture pattern that was not apparent at the initial start of surgery. The loading on the implant due to the fracture pattern exceed the normal load capability of the implant.

Event description:
Ref imp #(B)(4).